Event description:
The patient reported being contacted by their clinic regarding an alert transmission they had received. They had called to verify the patient was alright. The patient was afraid that their implantable cardioverter defibrillator (ICD) was defective. Follow up yielded no further information and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.